Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported foot detachment/break was confirmed. Difficulty to deploy the plunger could not be tested because the plunger was not returned for analysis. The reported noise could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulty/failure to deploy the plunger and foot detachment/break; however, the noise and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a proglide device was used in a training model for proglide training. There was no patient involvement. The proglide was inserted into the model, the footplate opened and the feet were placed against the training material without issue. When the plunger was pushed in to deploy the needles, it did not depress all the way to the body of the device and kept springing back. After the second push of the plunger, a crunch was heard. The plunger was removed, the sutures were harvested as usual and the footplate lever retracted. When the device was removed from the model, a piece of the foot had broken off. No additional information was provided.